Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that when the package was opened, prior to patient use, it was noted that the proximal tubing was separated from the backcheck valve assembly. There was no reported adverse effect or delay of therapy to any patient. No medical interventions were required. No additional information was provided.